Event description:
The instrument caused an error 5, instrument error, after 2 minutes of use during a mastectomy. The ta did not have any other info about how case was completed. No pt consequence reported.